Event description:
It was reported that the lead was oversensing t-waves and multiple inappropriate shocks were delivered due to an electrolyte imbalance . After the inappropriate shocks r-waves decreased in amplitude. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the lead was oversensing t-waves and multiple inappropriate shocks were delivered due to an electrolyte imbalance . After the inappropriate shocks r-waves decreased in amplitude. Acute decreases in lead impedances were noted, specifically on the coils. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.